Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The healthcare provider reported that they were getting an error code on the pump. The caller stated that they did the initial interrogation and the pump was still alarming. They went ahead and filled the pump and reinterrogated it, but they were still getting the alarm. It said loss of therapy and that the pump had stopped for 526 hours and 20 minutes which correlated to about the time when the patient was hospitalized and had an MRI. The caller did not know if the pump had been read since then. The agent reviewed telemetry mode and told the caller that it should just be a matter of time before the recovery log showed up. The caller was going to continue to monitor the issue and call back if it persisted. It was noted that the troubleshooti ng steps that were taken on the call resolved the issue.